Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the calibration of the stylus was disturbed. It was noted that the stylus was out of calibration. The programmer was checked and cleaned, calibration was performed, software updated to newest version and the programmer then passed functional and electrical safety testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus calibration of the programmer was disturbed. There was no patient involvement.